Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer. Customer changed the charging cable and wall adapter. No damage was observed to the cable/wall adapter that was being used. Reportedly, the pump successfully began charging after leaving the pump plugged into the power source.